Event description:
It was reported to philips that system was unable to perform x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse found power inverter (evr), hv tank, and tube all showed errors. Fse replaced the power inverter (evr) and hv tank, but it failed. To resolve the problem, fse installed new x-ray tube and return the part for further analysis and the high voltage transformer, power inverter is completely ok, but the tube failed with a vacuum leak. After replacing the power inverter (evr), high voltage (hv) tank and x-ray tube, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure completed by restarting the system. The potential for artifact to occur is well known by clinicians in the field of radiology and interventional radiology. Many artifacts do not impede the ability for the procedure to be continued. This may be because the artifact can be resolved (i.e. By moving something that is external to the patient or reducing interference from other medical devices), can be reduced (i.e. By limiting patient movement or timing interventions with cardiac/respiratory motion), or can be easily recognized without risk of causing confusion/misinterpretation. A scenario in which the customer reports artifact but it is recognizable and does not impede the ability to proceed with the procedure is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.